Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had no delivery. Customer's blood glucose was 350 mg/dl. Customer then declined troubleshooting for high blood glucose. Customer stated during the first no delivery alarm the customer's blood glucose was 452 mg/l, treated with a 11 units of inulin, manual injections. Second time the no delivery alarm occurred the customer's blood glucose was 473 mg/dl. The customer is not returning the device for analysis.